Event description:
It was reported, the patient presented to the clinic on 2014 (B)(6) with symptoms of fever, increased spasticity, nausea, and vomiting. The patient was given oral baclofen and sent home but returned the next day. It was reported, the expected volume was 8.5 milliliters and the actual volume was 0.5 milliliters. The fluid withdrawn was purulent so the drug reservoir was re-accessed under fluoroscopy and zero fluid was withdrawn. The patient was admitted to the hospital and the purulent fluid was obtained and sent to the lab for cultures. It was tested for bacteria which grew out negative. There was planned replacement of the pump due to the volume discrepancy. Surgery was performed on 2014 (B)(6). When the surgeon opened the abdominal pump site it had a malodorous, thick yellow fluid appearance. The neurosurgeon consulted with the managing physiatrist and the decision was made to explant the entire pump and catheter. Intra-operative culture from the abdominal wound grew out negative for bacteria and positive for fungus. The patient remained hospitalized post-operatively. The event required hospitalization and explant. The pump logs were read. The system was being used to deliver gablofen. The patient status at the time of the report was ¿alive- no injury.¿ it was reported, the next day that overinfusion was suspected. The pump was being returned for analysis. It was later reported that there was a correction on the fungal culture which was negative. The patient remained hospitalized after the catheter and pump were explanted. The patient had a labile blood pressure and sustained clonus. A new pump and catheter were implanted on 2014 (B)(6). The patient was going to remain inpatient while observed with the new implant. The same day, it was reported that x-rays and catheter dye studies were done 2014 (B)(6) and 2014 (B)(6). The issue was considered resolved following catheter replacement. The cause of the issue was undetermined.

Manufacturer narrative:
Product ID 8598, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8596, serial# (B)(4), implanted: 2004 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there was a suspected overinfusion.

Manufacturer narrative:
The device code was added to the event.

Event description:
(B)(6) 2014 mpxr (B)(4) (rep, hcp): the pump system was used to deliver gablofen at a rate of 1014 mcg/day (concentration 2000 mcg/ml).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed miscellaneous under-infusion at maximum rate only of undetermined root cause. The previously reported conclusion code no longer applies.